Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted from skilled nursing facility with anemia, with hematocrit of 22. Hemoccult positive, gastrointestinal (gi) evaluation was performed with colonoscopy and esophagogastroduodenoscopy (egd), which were negative. The patient was given multiple units of blood. Anticoagulation has been held indefinitely. The patient was discharged in stable condition on (B)(6) 2023.